Event description:
It was reported that an interlink non-dehp connector extension set with micron filter was returned in a defective over-pouch. According to the report, the device was improperly sealed in the peel pouch, with part of the set obstructing the seal. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation information: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned for evaluation. A visual inspection identified that a piece of unknown set was inside the blister pack, damaging the sterile barrier. The cause of the malfunction is unknown. A CAPA has been opened to address this issue.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.